Event description:
(B)(4). Since about roughly 2 weeks after placement I noticed a lot of things going on. Cramping, sharp/stabbing pelvic pain, constant discharge w/ and w/o odor, complete loss of libido, painful intercourse, urgent/frequent urination. I also notice an increase in back pain, my migraines double and are more painful, I have a lot of gas and constipation along with severe bloating and extreme weight gain. I have had dizziness, tingling sensations on my hands and feet. I have had numbness along my thigh down to my leg. I now since then have a vitamin d deficiency and my allergies have gotten worse. The amount of hair loss is ridiculous, my hair falls out in clumps whether wet or dry. I have never had so many problems in my life and I can't believe something that was supposed to be so safe and the best option for me has caused all this. Now I have a heightened fear that I may still get pregnant and that in itself has even more problems. This is the worst decision I have made for my body.

Event description:
(B)(4). On (B)(6), I had surgery. Because of essure, at the age of (B)(6) I had a total hysterectomy and bilateral salpingectomy. This was the only way to stop the constant pain along with all the other problems essure has caused me. I never thought I would have to go through such a big surgery in order to get my life back.